Manufacturer narrative:
Product ID 3093-28, lot# j0235470v, implanted: 2003 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2003 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient had had an infection at the implant site for two months. The patient also had a blood infection. They did not have health insurance to seek intervention.